Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb cable was damaged and the customer experienced difficulty charging the pump with the usb cable. There was no adverse effect to customer's blood glucose level. A replacement cable was sent to the customer to address the issue.